Event description:
It was reported that during a da vinci-assisted surgical procedure, recoverable errors were reoccurring immediately upon selecting fault recover. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed repeated occurrences of quadrature errors 23065 reported by the surgeon side console (ssc) left master tool manipulator (mtm) wrist pitch. The customer had power cycled the system, but the issue persisted. The tse confirmed in the logs that the site continued with another ssc. The procedure was converted to another da vinci surgical system with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system showed the same error message when it was booted up, but the error cleared after one retry. The partial nephrectomy operation was completed once the ssc was swapped. The total case delay was less than 20 minutes.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the surgeon side console (ssc) master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive the mtm involved with this complaint to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reviewed the reported condition and confirmed error 23065. The fse replaced the master tool manipulator (mtm) to correct the problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm component was analyzed and installed on known good system and triggered error 23065 pointing to mtm_wrist_pitch at startup. Powered cycle system several times and issues persisted. Performed a backdrive on wrist yaw and mtm did not fault. Then drove the platform only and it faulted. This indicates the slip ring is the issue. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. Isi reviewed the site¿s complaint history, which as of 11/21/2024, a review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of system log report was performed. Per the review, the following was confirmed: system serial, event date, console surgeon and procedure name/category. Investigation revealed the following possible related system errors: 23065 "current along torque producing direction (quadrature) did not follow desired current on, mtm_wrist_pitch". Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The root cause is attributed to a failure cause by a faulty slip ring. This issue can be resolved by replacing the unit. This issue is also captured in the gen5, mtm mechanical fmea (818205-50) via risk ID g5-ssc-8771.

Manufacturer narrative:
This unit was returned for failure analysis, and the reported issue was confirmed and replicated. Review of lighthouse logs confirmed that error 23065 did occur and pointed to mtm_wrist_pitch. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on the golden in-house system, and the system triggered error 23065, pointing to mtm_wrist_pitch at startup. The system was power cycled several times, but the issues persisted. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue.

Event description:
Refer to h11 for follow-up information.